Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface joystick connection was repaired during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 9900 system had a c-arm movement error and would not start up. No pt injury was reported.